Event description:
Reportedly, on (B)(6) 2020, upon interrogation of the subject crt-d, an error message appeared (the printer had no paper). After several attempts to cancel the message, it was observed that device memories (aida) data were not displayed on the programmer screen, even after the reading of the aida memories was finished. The session was ended and a second interrogation was performed. It was observed that the aida memories data had been reset and could then not be visualized. A few days later, it was possible to open the first patient file recorded on (B)(6) 2020 and visualize the aida data.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2020, upon interrogation of the subject crt-d, an error message appeared (the printer had no paper). After several attempts to cancel the message, it was observed that device memories (aida) data were not displayed on the programmer screen, even after the reading of the aida memories was finished. The session was ended and a second interrogation was performed. It was observed that the aida memories data had been reset and could then not be visualized. A few days later, it was possible to open the first patient file recorded on (B)(6) 2020 and visualize the aida data.